Manufacturer narrative:
Product event summary: the afapro23 balloon catheter with lot number 16402 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments. The balloon segment showed blood/fluid inside the balloon. The balloon catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for eight applications on the reported event date. During functional testing, the console terminated the application and triggered system notice n-006 "blood detect a patient board (catheter shaft impedance wire blood detect)". During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed one inch proximal to the catheter tip. During inspection of the handle segment, a trace of blood was observed inside handle. In conclusion, the clinical issue of st elevation occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported system notice n-006 "blood detect a patient board (catheter shaft impedance wire blood detect)" was confirmed through data analysis. The balloon catheter failed return inspection due to a k ink/twist and breach observed on the guide wire lumen medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, at the end of the final ablation, an error message was received indicating that there was blood detected at the patient board (catheter shaft impedance wire blood detection). The coaxial umbilical cable was immediately disconnected and no blood was observed in the coaxial umbilical cable, coaxial port, or console. It was also reported that there was st elevation, the patient was observed for a few minutes, and then the st elevation resolved. An ultrasound was performed and showed no effusion was present. The case was completed with cryo. Later test ablations were performed with no issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The case file showed at least 13 applications were performed with the balloon catheter afapro23 of lot number 16402 on the reported event date without any system notice or anomaly. In the fault file, the following fault messages were found on the reported event date: n-006 indicating the system has detected blood in the catheter. N-184 indicating the system has detected a higher than expected pressure. In conclusion, the reported st elevation could not be confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.